Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that when opening kit to place PICC, there was a hair found on top of the enclosed sterile gown. Upon further inspection, there were no other hairs found anywhere within the kit. There was no report of patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material is confirmed; however, the root cause could not be determined. One photograph of a drape or gown was returned for evaluation. The returned photograph showed a hair-like object on a drape/gown. No other details were observed in the photograph. Based on the returned photograph, it could not be determined when or where the foreign object entered the kit. This complaint will be recorded for future trending and monitoring purposes.